Event description:
The nurse reported the system was not functioning properly. The problem reported was a suction issue. Multiple attempts were made for more information on the event and patient status. The patient impact is unknown.

Manufacturer narrative:
The company service representative examined the system and found system messages in the event log. The psi regulator was cracked. The regulators were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).